Event description:
Customer complaint - limited data available. Customer was utilizing the monitor during pregnancy and was misdiagnosed with gestational diabetes due to the inaccurate numbers. The customer was injecting insulin 4 times a day on faulty numbers from the device.

Event description:
Customer complaint - limited data available customer review complaint: I bought this meter to track my blood glucose (bg) during pregnancy, because I was unable to do the glucose drink test due to hyperemesis. My bg was always high, so I was diagnosed with gestational diabetes and put on insulin. This past week, I was hospitalized for other pregnancy complications and while at the hospital I continued my insulin and the nurses monitored my bg there. Weirdly, I had many lows and had to refuse insulin several times. We compared my bg numbers on the caretouch meter to the hospital meter and every time the caretouch was at least 30-40% higher. One morning my fasting bg at the hospital was 82 and the caretouch at the same time was 138. That's a significant bias. Turns out my bg is normal. And I don't have gestational diabetes. So I was injecting insulin 4 times a day on faulty numbers from the caretouch. I'd pass on this meter. Wish I could return it.